Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device: 10 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6)2016, the patient was implanted with a left ventricular assist device (lvad) as a bridge to heart transplant. On 01aug2017, it was reported while the lvad system was connected to ac power via the power module, pump stoppages occurred on (B)(6) 2017 and an issue with the driveline was suspected. A distal end percutaneous lead (driveline) replacement was completed on (B)(6) 2017. On (B)(6) 2017, it was reported that additional pump stoppages occurred after the driveline replacement. The patient was provided with an ungrounded patient cable for use with the power module. No further information was provided at the time of this report.

Manufacturer narrative:
Evaluation of the submitted system controller log files confirmed the reported low speed operation and pump stoppage events. These events occurred while the patient was connected to the power module. Evaluation of the replaced portions of the driveline did not reveal any issues that would have contributed to the reported events. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and 3 distal portions were returned measuring approximately 8 inches, 5 inches, and 23 inches. The site of union between the internal portion of the original driveline and the distal portion of the replacement driveline was present approximately 17 inches from the pump housing. The site of repair was disassembled and no issues were found. No damage to the outer silicone jacket, bionate, or metal braided shield was identified. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires revealed breaches to the insulation of the green, yellow, and orange wires, approximately 7.5 inches from the pump housing exposing the inner conductors. If the exposed conductors of the green, yellow, or orange wires made contact with the metal braided shield while the system was connected to the power module via a grounded patient cable, the resulting short to ground could have resulted in the low speed operation and pump stoppage events captured in the submitted log file. The observed wire damages appeared to be the result of abrasion against the metal braided shield due to repetitive flexing and movement of the driveline at this location. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The second portion of the percutaneous lead was received for investigation. The evaluation is not yet complete.

Event description:
Additional information: the vad coordinator requested a second percutaneous lead (driveline) replacement for the patient. On (B)(6)2017, the manufacturer's technical services representatives replaced about 22 inches of the driveline from the distal end. The system controller''s log file post driveline replacement contained pump stoppages while the pump was connected to a regular grounded patient cable. The patient would be kept on an ungrounded patient cable or battery power in the future.

Event description:
Additional information: the patient underwent a pump exchange on (B)(6)2017 as the 2 previous driveline repairs did not alleviate the pump stoppages. No further information was provided.